Event description:
The female patient had zephyr valves implanted on (B)(6) 2021. The patient passed away on (B)(6) 2021. An update will be provided when more information is available.

Manufacturer narrative:
Initial MDR 3007797756-2021-00147 was submitted on july 2, 2021 with no product/lot information. This MDR provides lot information for one of the products used.

Event description:
The female patient had zephyr valves implanted on (B)(6) 2021. The patient passed away on (B)(6) 2021. Despite multiple attempts to contact the physician and treating hospital, no further information is available.